Event description:
They were not able to retract the needle into the sheath. Device returned and distal needle break observed during the lab evaluation. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a. Please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a. 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a. If no, please specify where the damage is located: 6. Was gaining access to the target site difficult? N/a. 7. Was the device used in a tortuous position? N/a. 8. Was puncture of the target site difficult? N/a. 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.)pancreas. A. If the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. 10. Please describe the size of the intended target site. 11. If not with the device in question, how was the procedure performed and/or finished? They had to remove the scope with the needle out of the patient. 12. Was the device damaged in packaging prior to removal? No. 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No. 15. Did the patient require any additional procedures as a result of this event? N/a. 16. What intervention (if any) was required? 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a. 19. If yes, please specify what was observed and where on the device it was observed. 20. What is the scope manufacturer and model number that was used? N/a. 21. Was resistance felt while inserting the device through the scope? N/a 22. Was the scope recently serviced / repaired? N/a. 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Retraction. 24. Was the syringe used during the procedure, after the stylet was removed? N/a 25. Was difficulty experienced while retracting the needle? Yes 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? No 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a 28. Was the stylet partially removed when advancing the needle into the target site? No 29. How many samples were obtained (passes completed) with this needle? 3 30. Did any section of the device detach inside the patient? No if yes, please specify: 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a 34. If an ebus procedure, did the needle tip hit the cartilage rings of the trachea?

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the echo-hd-19-c device of lot number c1990186 was returned for evaluation open, without the original packaging. With the information provided, a physical examination and document-based investigation was conducted. (B)(4) (MDR reference# 3001845648-2023-00244) is related to this file. The device related to this occurrence underwent a laboratory evaluation on the 19 april 2023. On evaluation the below observations were made: distal needle break observed approx. 7.5cm from distal needle tip. Needle removed from device and proximal break observed below the sheath extender. Sheath extender able to retract but unable to advance pass kink below sheath extender. Needle unable to advance. Clarification from customer was requested as below: this device was evaluated in the laboratory and a distal needle break in addition to a proximal needle break below the sheath extender were noted were these breaks observed by the customer prior to the device being returned? Were these breaks observed by the customer prior to the device being used on the patient? Answer: yes, these breaks were observed by the customer prior to the device being returned. No, these breaks were not observed by the customer prior to the device being used on the patient. Manufacturing records: prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-19-c of lot number c1990186 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1990186. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to advancement into a hard lesion. Although it has not been advised that target site was difficult, it is possible the actual lesion was hard leading to the distal end of the needle breaking and subsequently leading to the retraction difficulties. It is also possible that device handling or excessive force was applied when attaching or detaching the device to the scope causing the needle breakage. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, user was not able to retract the needle into the sheath. A distal needle break was observed during lab evaluation. Confirmed quantity of 01 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to advancement into a hard lesion. Although it has not been advised that target site was difficult, it is possible the actual lesion was hard leading to the distal end of the needle breaking and subsequently leading to the retraction difficulties. Complaint is confirmed based on visual and/or functional inspection.

Event description:
This supplemental report is being submitted due to the completion of the investigation on the 25-sep-2023.